Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of blank display and audio/beep anomaly. The customer's blood glucose level was 11 mmol/l at the time of the incident. The customer stated that her son ran into the restroom and bumped into the door. The customer stated that the pump fell and alarmed. The customer stated that the pump flashed white. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank-flashing white lcd with audio beep anomaly due to cracked lcd controller on the printed circuit board assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay and slightly peeling off serial number label.